Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon receipt the monitor's electrode belt connector was damaged. The connector pins were damaged and the monitor was unable to connect to an electrode belt. The root cause for the damaged connector pins was excessive force. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue a reportable problem was identified. The monitor's electrode belt connector was damaged.